Manufacturer narrative:
Pre-analytical sample handling information was not provided. Qc was within specifications prior to the event. System check information was provided from 10/08/07 and met specification. Current system checks were not supplied. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.50ng/ml was obtained. The original sample was re-tested on a different instrument in the customer's lab and accu tni result was 0.38ng/ml. It is unclear if the results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.